Event description:
On 04/03/2007, nellcor puritan bennett received a report of a leak on a 8 fenestrated tracheostomy tube. The caller reported, that the inner cannula did not appear to lock firmly with the outer cannula. The caller noted, that between the inner and outer cannula bubbles were visible. The caller also reported that the ventilator showed no flow-leakage.